Manufacturer narrative:
New information received. This report was previously reported under MFR number 1219930-2020-00368. Any additional information received in the future will be submitted under this report. Evaluation summary post market vigilance (pmv) led an evaluation of device. Visual examination of the staple cartridge noted that the reload was partially fired to the 4cm cut line. The proximal end of the reload adapter was broken. Due to the noted damage functional testing was not performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon procedure, the reload did not fire which the surgeon relates to the green button, that somehow negatively affected the triggering of the reload. Another reload and handle were used to complete the case. There was no patient injury.